Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to recover. A field service engineer found the pockets which no longer failed, and no issues found. Everything tested good in hardware test application. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a can't recover drawer, opened but the pocket lid won't open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.